Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure, the footswitch presented with a problem (bad contact). Surgery was completed after the footswitch was disconnected and then reconnected with no harm to the patient. This is the second of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).